Event description:
It was reported that the customer passed away. It was stated that the customer was sick and in the hospital due to a fungal infection. The customer's last known blood glucose was 23 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of death, and may have been without it for about two days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.